Event description:
Reporter alledged blood glucose measured erratic readings of 40, hi. And 41 mg/dl p0erformed within 10 minutes apart for each test. It was rpeorted customer drank some kool-aid with extra sugar and started to fell light headed however no medical treatment was sought or received. A request was made for the return. Of the suspect device and replacement product was sent.